Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via their implanted pump for non-malignant pain and failed back surgery syndrome. A catheter revision occurred. The patient's catheter was severed at the spinous process area, proximal to the anchor. The physician clamped the distal portion and left the intrathecal catheter in place. He replaced the catheter with a new 8780.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.